Event description:
It was reported that the patient¿s implantable neurostimulator (ins) is not working, and the patient assumed the battery had depleted. The patient stated experiencing back pain due to the ins not working for five days. The patient noted seeing the poor communication screen when trying to recharge, and ¿funny signals¿, something like a doctor face icon. The patient requested physician listing information as the patient¿s physician is no longer there. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 377645, lot# v004299, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377645, lot# v004299, implanted: 2006, product type: lead. Product ID: 3708140, serial# (B)(4)implanted: (B)(6) 2006, product type: extension. (B)(4).